Event description:
It was reported that during a clinical visit the device was found to have premature battery depletion. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Normal battery depletion was noted. The device met the expected longevity.